Manufacturer narrative:
Updated fields- b4, d8, d9, g3, g6, h2, h3, h6 codes(investigation types, findings, conclusion), h11 the getinge field service engineer (fse) confirmed the reported issue and replaced the fiber optic module. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The following investigation was performed by failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received part with a reported unit failure of a fiber optic error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number. Part fails to run the fiber optic test. Sending the individual boards to the respective supplier per procedure number. The following was submitted by failure analysis and testing dept. (Fat). Failure analysis received from the supplier for the part_edm. Please see attachment. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure number. The following was submitted by failure analysis and testing dept. (Fat). Failure analysis received from the supplier for the part. Please see attachment. They stated that r84 and d2 components were torn off. Root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during routine check, before use, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic error. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.